Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported detachment of the device was confirmed. Based on visual inspection and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that using a femoral artery access approach the bmw universal ii guide wire was being advanced; however, it became blocked. During retrieval, the guide wire became separated and detached. The separated fragment was successfully retrieved from the anatomy with a goose neck snare device without any adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.